Event description:
At about 2 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 march 2023. Lot: 2209945: (B)(4) items manufactured and released on 27-june-2022. Expiration date: 2027-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implant. Batch review performed on 17 march 2023 on ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot: 2211911, lot: 2211911: (B)(4) items manufactured and released on 26-aug-2022. Expiration date: 2027-08-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.